Event description:
Customer alleges she was driving unit down the driveway, when it spun in a circle and threw her into a ditch and caught fire. No evidence of fire per rep.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire on the device. The evaluator could not duplicate the spinning during a normal test ride.

Event description:
Customer alleges she was driving unit down the driveway, when it spun in a circle and threw her into a ditch and caught fire. No evidence of fire per rep.